Event description:
The flexor sheath broke-off inside the pt when the physician was attempting to pull the device out of the pt. When the flexor sheath broke-off, it was at this point when the physician cut his hand on the coil braiding attempting to remove it. Pt had to go to surgery to have the broke-off portion removed. The physician had to go to surgery to repair his hand. Physician had 3 stitches placed in his pointer finger. The pt's daughter stated this was the pt's 7th intervention. The sales rep stated the broke-off portion was successfully removed from the pt. The current status of the pt is unk. Sales rep is attempting to gather info concerning the pt status.

Manufacturer narrative:
Removal of foreign body is not labeled. Separates is addressed in the IFU. No actual product, only a cd image was provided to assist in the investigation. Per quality control, there is 100% inspection, insuring correct inside and outside diameter of tubing and insuring material is free from surface defects, bumps, bulges and protruding coils. In addition, an IFU is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." The following warning is also provided in the IFU: "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." This complaint is confirmed based on physician's statements and images provided; however, it is difficult to determine with any certainty why this failure mode may have occurred. Review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. Prior similar complaints and risk assessment resulted in the issuance of a corrective action/preventative action for this failure mode of separation. The CAPA led to a revised IFU issued via change request (B)(6) 2010, which is prior to the post sterilization services date for this device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We have verified the effectiveness of implementing the described corrective/preventive action. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.